Event description:
The complainant has reported that a patient had undergone a hemostatic clipping procedure within the stomach using a bsc resolution clip device. It was reported that during the procedure, the clip attempted to be used grasped the tissue, however, it did not release from the catheter. The physician retrieved the clip and was able to complete the procedure with another of the same device successfully. It was also reported that there was no additional trauma to the bleed site and that the patient did not sustain any complications or ill effect due to this reported issue.

Manufacturer narrative:
The device was received by manufacturer without the clip assembly; consequently, an evaluation may not be completed to determine the root cause for the reported failure. Visual inspection of the component that was received indicated the device was deployed properly; thus, the device, on an as returned basis, did not fail to meet specifications. However, these results are inconclusive. A 15-month complaint history review was performed for resolution clip product family (dec '05 to fec '07). Review of the information revealed there are no negative trends for this complaint mode at this time. Additionally, the total number of complaint received for this product family does not exceed a limit which would warrant further action at this time.